Manufacturer narrative:
Per the customer, the patient information is not available for this event. The date of manufacture was not available at the time of filing. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complain, however there was significant moisture build-up and soda-lime residue. The breathing system was cleaned, and the unit was returned to service.

Event description:
The hospital reported the adjustable pressure limiting valve would not relieve pressure during patient use. There was no report of patient injury.